Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h11. H4: the device was manufactured between 09/03/3024 and 09/04/2024. H11: the device was received for evaluation containing 144ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition as no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the device was found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor couldn't get the line to prime and seemed to be completely blocked during setup. The device was filled with 0.9% normal saline. There was no patient involvement. No additional information is available.